Event description:
It was reported by the rep that (2) eps01 were used during the procedure. The surgeon experienced very difficult gallbladder (severe chronic inflammation with large stones). During course of dissection the surgeon noticed that the hook was not retracting fully into sheath while using sheath for blunt dissection. Finally the surgeon pulled the sheath back and the hook was missing. The surgeon tried but was unable to retrieve the hook. The second hook was opened, it hung up on a sheath as it was retracted. Scrub tech attempted to reshape shaft. The surgeon used blunt end of hook to dissect and it broke off as well. Could not retrieve, completed case with no further use of probe plus and could not locate either hook. Assumed that both hooks remain in the pt. Both shafts returned (for the second hook only packaging) with visible damage to distal tip of each sheath (possible broken off).